Event description:
A physician reported a pt who was double skin tested on 12/12/1997 and 12/26/1997 with negative results. The pt received her first treatment with two vermilion borders and the glabella on 1/8/1998. Two weeks later, on approximately 1/22/1998, the pt developed redness, puffiness, and beading in the upper vermilion border and at one of the skin test sites. On 2/8/1998, the physician prescribed intralesional triamcinolone into part of the upper vermilion border. She also prescribed oral claritin, topical milk compresses and temovate e cream. On 2/11/1998 the physican noted that the pt had significant improvement. Beading was noted at the test site and vermilion border. The physician injected a few other vermilion border sites with intralesional triamcinolone.